Event description:
It was reported that in (B)(6) 2018 the patient could no longer feel vns stimulation. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that high impedance was detected on the patient's device. The patient denied any traumatic event that could have affected the lead. The patient reported that he had been having an increase in seizures the past month and believed the high impedance was related. Three days prior the patient had been hospitalized due to seizures. No known surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to battery depletion (end of service was yes). High impedance was observed on the replacement generator but the lead was not replaced no further surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's lead was replaced due to high impedance. The explanted lead was discarded. No corrective action is needed as there is no new harm or risk established for the patient or user.